Event description:
Post-operative urinary retention and difficulty voiding was observed on (B)(6) 2014. This resulted in in-patient or prolonged hospitalization. The patient¿s medication was adjusted in giving the patient oral flomax. An 88% reduction in dose on (B)(6) 2013 was also observed in the logs, though it was unclear if this was performed in relation to the patient¿s retention. The patient was voiding normally on (B)(6) 2013. The event resolved without sequelae on (B)(6) 2013. The medication infused was morphine. Etiology specified the event was unlikely related to the device or therapy and was related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2013, product type: catheter. (B)(4).